Event description:
Additional information was received from a healthcare provider (hcp) via the study. The patient's medical history included malignant pain, radiculopathy, lumbar and sacral pain and kidney cancer. The patient's concomitant medications included oxycodone ER and nortriptyline. The patient was receiving dilaudid 2.0mg/ml at 0.6511 mg/day, bupivacaine 30.0mg/ml at 9.766 mg/day and baclofen 400mcg/ml at 130.22 mcg/day via the pump. On (B)(6) 2014, the patient was restarted on oral opiates. No diagnostics were performed. The urinary retention resolved. The cause of the urinary retention was possibly the intrathecal medication.

Event description:
Information was received from a healthcare provider via the product surveillance registry (psr) regarding a patient receiving intrathecal hydromorphone and bupivacaine via an implanted infusion pump. The specific type of drug, concentration and doses were not provided. The pump's indication for use (IFU) was listed as malignant pain, bone. The programming date from the most recent refill prior to the event was (B)(6) 2014. The patient experienced possible intrathecal medication side effects including sedation, weakness and urinary retention. The patient reported sedation on (B)(6) 2014, weakness on (B)(6) 2014, and urinary retention on (B)(6) 2014. The sedation was related to either intrathecal medications or other pain medication. The weakness was related to either the intrathecal medications or general debility secondary to co-morbidities. It was noted that the patient may also have experienced withdrawal secondary to high doses prior to pump implant. On (B)(6) 2014, physical therapy was started. On (B)(6) 2014, oral opiates were restarted. The event was possibly related to the device or therapy, not related to the implant procedure and possibly related to the drug hydromorphone and bupivacaine. The drug action that caused the event was reported as therapy initiation. As of (B)(6) 2014, the outcome was resolved without sequelae. On (B)(6) 2014, the patient reported weakness, intermittent bladder incontinence, confusion and sedation. The programming date from the most recent refill prior to the event was (B)(6) 2014. The medication being used was compounded baclofen. On (B)(6) 2014, the event resulted in an unscheduled clinic or office visit. The event was possibly related to the device or therapy, not related to the implant procedure and possibly related to the drug hydromorphone, baclofen and bupivacaine. The drug action that caused the event was reported as baclofen added and hydromorphone and bupivacaine slightly increased. The outcome was unresolved. On (B)(6) 2016 additional information was received from a healthcare provider (hcp) via psr (product surveillance registry) medications the patient was taking at the time of the event include oxycodone extended release and nortriptyline. Medical history includes malignant pain, radiculopathy, lumbar and sacral pain, kidney cancer. The pump was examined (B)(6) 2014 and was delivering dilaudid 2.0 mg/ml; 0.6511 mg/day, bupivacaine 30.0 mg/ml; 9.766 mg/day and baclofen 400.0 &#61935;ml; 130.22 &#61935;day. Infusion mode was simple continuous.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.